Manufacturer narrative:
H3: product analysis: part# 6550017, lot# kh17d115. Visual and optical inspection confirmed the end of the tab extender that interfaces with the break off screw has been bent. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior fusion for unknown indication. It was reported that when the tab breaker was used to break the tab, the breaker was not engaged to the root, so it was believed that the extender was damaged. The product didn't come in contact with the patient. The product was broken during op but the short tab of the screw was left and no impact to the patient. There were no further complications reported as a result of this event.